Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
None/not caused any injury [no adverse event] metal spindle is broken - oral-b [device breakage]. Case narrative: male consumer via phone stated that the metal spindle was broken on his oral-b pro 3 3000 toothbrush, type 3772. This did not cause any injury. No injury was reported. 25-apr-2024 follow up via e-mail: the consumer used the device to brush his teeth. No injury was reported. 30-apr-2024 case update: the suspect product lot was 3cb20730846. No injury was reported.

Event description:
None/not caused any injury [no adverse event] metal spindle is broken - oral-b [device breakage] case narrative: male consumer via phone stated that the metal spindle was broken on his oral-b pro 3 3000 toothbrush, type 3772. This did not cause any injury. No injury was reported. 25-apr-2024 follow up via e-mail: the consumer used the device to brush his teeth. No injury was reported. 30-apr-2024 case update: the suspect product lot was 3cb20730846. No injury was reported.

Manufacturer narrative:
29-may-2024 product investigation results: complained product received - user handling was identified as root cause for the complaint.